Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced bent infusion cannulas and insulin leakage while using the infusion sets. This occurred several times in (B)(6) 2011. Headsets were inserted manually, and nothing unusual was noticed during the preparation or insertion process. Insulin leakage was noticed at the infusion site. Blood glucose elevated to the 400 mg/dl range, and patient changed the infusion set and delivered insulin via the infusion device or used injection therapy to correct hyperglycemia. Target blood glucose is 80-140 mg/dl. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.